Event description:
A health care professional reported that during the intraocular lens (iol) implant procedure, the iol got stuck and could not get the iol out of the cartridge completely. Additional information has been requested however no further information available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).